Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 5x150mm armada 35 balloon dilatation catheter (bdc) was observed that the balloon was punctured during initial preparation. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the balloon was inflated before entering the patient anatomy. It should be noted that the percutaneous transluminal angioplasty (pta), armada 35 / armada 35 ll, global, information for use (IFU) states, to perform steps 1-7 to prepare the catheter and under step 7 it states, to leave the catheter under negative pressure until the balloon is at the target lesion site. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to the reported balloon rupture, include, but are not limited to, balloon damage during processing of the balloon material, insufficient preparation, inflation technique, or inadvertently mishandled during preparation. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to not returning h6 correction: device code 4008 removed

Event description:
Subsequent to the initial report being filed, it was reported that the balloon was inflated prior to been loaded on to the guide wire or entering a patient when the balloon punctured. No additional information was provided.